Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the battery fails to support unit. The customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the power management board. The device is back in service.